Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the next day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal (ip) vancomycin (one gram, every five days for three weeks). The patient was discharged from the hospital six days after admission. At the time of this report, the patient was recovered from the event and antibiotic therapy was complete. Dianeal therapies were ongoing at the time of this report. The patient has been retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.